Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4) and protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Complainant reports that patient used extra-thin for a treatment of an ulcer of the ankle. Within hours, the patient experienced itching and severe pain for him compared to burns. Wound was infected. Treated with oral antibiotics.